Event description:
While collection blood samples, rubber sleeve did not cover the needle, resulting in blood "leaj" and needlestick injury to the technician. Routine protocol blood work performed on patient and technician, results came back negative. No follow up required. No further information was provided.

Manufacturer narrative:
.